Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent hybrid scs/drg trial implant (B)(6) 2017. The drg lead could not be implanted due to hardware and scar tissue at the l4-l5 vertebral locations. The two scs leads were placed successfully, but the drg trial was abandoned.